Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the pump received an open book image alarm. The insulin pump performed safety checks and the error was found. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2022. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Successfully downloaded the trace/history files using thus. A review of the downloaded trace and history files shows on (B)(6) 2022 there was one (1) pump error 28 rtc mismatch (linenumber 1340 filenumber 4) alarm (08:10:00), three (3) pump error 63 (linenumber 298 filenumber 32145 variable 0e) alarms (08:12:52 08:13:04, and 08:39:19), and two (2) pump error 3 (linenumber 2803 filenumber 2002) alarms (08:13:06 and 08:39:19) that occurred. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. Pump error 28 was generated since time drift between main and motor clock was more than 1 min, pump errors 63 were triggered on the motor mcu side power management controller (code 0x0e =14) due to hse ( high speed external ) clock time-out, and pump error 3 was generated due to ipc communication timeout: the main mcu did not reply to the motor ipc message within the timeout. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. Critical pump error (open book image) alarm is not confirmed however, pump error 3, pump error 28, and pump error 63 alarms are confirmed, faults are isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.